Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the operational check failed. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the capacitor. The customer replaced the capacitor to resolve the issue and the device was returned to normal. The device remains at the customer's site. No further action is warranted at this time.